Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, during a post-procedure duplex ultrasound, a dissection was noticed at the sheath insertion site. The dissection was repaired utilizing a common carotid artery (cca) patch and suturing the dissection plane. The patient is reportedly stable and no further issues have been noted. The patient was discharged the next day.